Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after approx 19 years implanted. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since july 2001. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address poly wear.